Event description:
Revision surgery - wanted to replace the metal on metal. The surgeon did not want any possible metal debris; he changed out the liner, sleeve and head.

Manufacturer narrative:
The reason for this revision surgery was the patient wanted to replace the metal on metal; did not want any possible debris. The length of in vivo service was (B)(4) years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) infections, (B)(4) wear, (B)(4) device function, (B)(4) revisions with unspecified reason. This is the first complaint against this lot number. This event is deemed as non-product related. The root cause of this event and revision surgery is the result of a patient choosing to have the metal-on-metal implants explanted. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.